Event description:
It was reported that the physician had the patient¿s pump at minimum rate. The patient was recently hospitalized and during that hospitalization the internist successfully emptied the patient¿s pump. The reason for the hospitalization was not provided. The patient wanted the pump explanted but wondered what that would do to the pump. The physician considered the option of filling the pump with saline. Patient symptoms and outcome were not reported. No product problem was reported. The device system delivered morphine. No further information was able to be obtained as the physician no longer saw the patient and was unable to provide any further information.

Manufacturer narrative:
(B)(4).